Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent crimp force, the crimp temperature and the crimp duration for the device are all within the specified range. A visual examination found that the hypotube was kinked at various locations along its length. These kinks are consistent with excessive forces having been applied to the device. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 4.00x20mm promus premier drug-eluting stent was selected and advanced to treat the target lesion. However, the stent slipped off from the delivery balloon. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 4.00x20mm promus premier drug-eluting stent was selected and advanced to treat the target lesion. However, the stent slipped off from the delivery balloon. No patient complications were reported.